Event description:
Additional information received reported that it was believed the patient underwent a revision in the week prior to the report. It was further reported that the patient had a revision surgery on (B)(6) 2014. The lead was replaced with a new one. Even so, the coverage was still less than adequate after the procedure. It was noted that the patient was coming back into the clinic on (B)(6) 2014 for a reprogramming. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
It was reported a system replacement was not likely. It was confirmed a system replacement would not happen.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2014, product type lead.

Event description:
It was reported that the patient could feel the stimulation where it was supposed to be but the patient had been feeling intermittent shocks at his waist band ¿ the rest of the patient¿s groin and down the penis. It was noted that the sensation started on the day of the report. It was noted that the patient was afraid to turn the stimulation off because of his pain coming back. It was noted that the patient was recommended by the health care professional to shut the device off until he could be seen by the health care professional. It was further reported that 6 days prior to the report while in bed, the patient felt shocking at the lead site that was implanted in the right groin area for right groin pain. The patient had to turn the stimulation off as he felt uncomfortable with the sharp shocking sensation around the right groin extending into the genital area. Impedances on the day of the report were in the 1000 range at 0.7v. It was noted that the patient was unable to tolerate it being run at higher volts. Reprogramming was attempted but it either gave the patient comfortable stimulation in the wrong location (waistline area) or uncomfortable stimulation in the wanted location at the right groin. It was noted that the current x-rays would be reviewed and the patient would schedule an appointment with the health care professional. It was noted that patient symptoms included pain and less than 50% therapy relief at the lead location. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
It was reported reprogramming was not successful. It was noted the system was explanted on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).